Manufacturer narrative:
The specimens were collected by the ER staff in lithium heparin tubes and centrifuged in the lab. A diagnostic system check was performed in 2008, after the erroneous results occurred, and the substrate mean was out of specifications high. A precision performed before the fse visit passed specs. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm) to the instrument. The customer performed substrate decontaminating procedure following the pm. Per fse, a third party vendor is contracted out to service the instrument. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for multiple pts. The customer indicated that ER physicians questioned an unusual amount of elevated accu tni results. The sample were re-spun, and then re-tested on a different instrument in the customer's lab and accu tni results were in the normal reference range. The customer did not provide exact results, and it is not known whether the erroneous results were originally in the risk stratification range or above the ami cutoff. It is unk if pt treatment was affected as a result of this event.